Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated lithium result on the architect c4000 analyzer for a (B)(6) female patient. Sample ID 478459 generated an initial result of 1.778 mmol/l and retest of 0.853 mmol/l. No adverse impact to patient management was reported.

Manufacturer narrative:
Through troubleshooting the customer resolved the issue by replacing the sample probe, reagent probe, and the cuvette drying tip, which were determined to be the likely causes for the issue. An instrument service history review revealed no additional discrepant results reported on c401139. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of historical data for the likely cause parts associated with this complaint revealed no trends. A review of the clinical chemistry systems tracking and trending data in the product monitoring review revealed no systemic issues or adverse trends related to the issue described in this complaint. The clinical chemistry erratic result rates were reviewed and are within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c4000 analyzer was identified